Manufacturer narrative:
(B)(4).

Event description:
It was reported "the guide wire unable to through the ars." Additional information reports the guidewire was "kinked". The user changed to a new set. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned multiple components from a cvc kit for analysis. The guide wire assembly, the arrow raulerson syringe (ars), and the 18ga introducer needle will be analyzed as part of this complaint investigation. Signs of use were observed inside the ars barrel. It was noted that the customer returned one catheter over needle and a second 20ga needle. This second 20 ga needle was returned inserted through the 18ga introducer needle, which is not the intended assembly. It is unknown why this 20 ga needle was returned inserted through the 18ga needle. It is assumed that the customer did this after observing the reported defect. Visual inspection of the guide wire revealed kinking and offset coils towards the distal end. The distal j-bend was observed to be misshapen. Microscopic examination confirmed the damage. Both welds were present and appeared to be full and spherical. Visual inspection of the ars revealed no obvious defects or anomalies. The guide wire was kinked from 583mm-594mm from the proximal end. The offset coils in the guide wire measured 18mm from the distal end. The guide wire total length measured 601mm, which is within the specifications of 596mm-604mm per product drawing. The guide wire outer diameter measured 0.790mm, which is within the specifications of 0.788-0.826mm per product drawing. Functional inspection of the guide wire was performed per the product instructions-for-use (IFU) which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The guide wire was inserted through the returned ars and 18ga introducer needle. Resistance was encountered at the location of the kinks; however, the functional sections passed with no resistance. A manual tug test confirmed the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual inspection revealed kinking towards the distal end. This kinking resulted in resistance when being inserted through the ars; however, all functional sections of the guide wire passed as intended. A device history record review was performed with no relevant findings. Based on these circumstances , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "the guide wire unable to through the ars." Additional information reports the guidewire was "kinked". The user changed to a new set. There was no medical intervention required. The patient's current condition is reported as "fine".